Manufacturer narrative:
The insulin pump was received with blank display due to broken interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the insulin pump was making a noise. The customer's blood glucose was 183 mg/dl at the time of incident. The customer stated that the display did not return after insulin pump rest and multiple battery changes. The customer also stated that the buttons were unresponsive. The customer stated that the display was blank for a period of time. The customer stated that the battery cap was not damaged or corroded. The insulin pump will be replaced and will be returned for analysis.